Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was admitted into the hospital on (B)(6) 2024 for symptom of abdominal pain. There were no reported allegations that the event was related to any issues with fresenius products. During hospitalization, the patient had a pd culture obtained which resulted with an elevated white blood cell (wbc) and no organism growth. The patient was treated with vancomycin and ceftazidime ip (dose not provided) for presumed peritonitis. On 31/mar/2024, the patient was discharged from the hospital with a planned course of intra-peritoneal (ip) antibiotic therapy for 2 weeks. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated that the peritonitis was due to a breach in aseptic technique during the pd exchange, and an infection control breach with cleaning the pd catheter (not a fresenius product)site.